Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v819353, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported, that the patient's kidney's "quit working". This happened suddenly over the weekend. The patient was in the hospital over the weekend. The patient asked if the implant was made of (B)(4) because, she is allergic to a certain type of (B)(4). The patient did not know her allergy. The patient was worried an allergy to implantable neurostimulator (ins) may have caused this event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider noted that the kidney issue was not related to the manufacturer's device and it was not true they quit working. The patient was being over dramatic. The nurse reported they had never heard of an allergy so could not comment on that; it was not in the patient's chart. The patient was seen in the office today 2014-(B)(6) and was reprogrammed to the patient's satisfaction.